Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73-year-old male patient with a history of diabetes mellitus and coronary artery disease received impella 5.5 support for acute heart failure and cardiogenic shock secondary to ischemic cardiomyopathy. He was receiving one inotropic medication and mechanical ventilation before implantation, consistent with advanced disease (society for cardiovascular angiography and interventions shock stage d). Continuous renal replacement therapy was initiated on the fifth day of support, and on the tenth day a chest tube was placed for pleural effusion. The pleural effusion is unrelated to impella, however, it is being conservatively coding as 'inflammation'. On the twenty-fourth day, heparin therapy was discontinued due to bleeding at a new ostomy site, which later resolved. Over the following weeks, the patient¿s condition remained unchanged without significant improvement. After fifty-five days of support, given the severity of the underlying disease and lack of availability of heart transplantation, the treating physician elected to withdraw life-sustaining care.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.